Manufacturer narrative:
This report is for an unknown reamer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: marchand, l., rothberg, d., kubaik, e., and higginds, t. (2017), is this autograft worth it?: the blood loss and transfusion rates associated with reamer irrigator aspirator bone graft harvest, journal of orthopaedic trauma, vol. 31(4), pages 205-209 (USA). This study aims to investigate the blood loss and transfusion rate associated with the use of reamer irrigator aspirator (ria). Between january, 2009 to december 2014, a total of 108 patients (58 males and 50 females) with a mean age of 52 underwent bone graft harvest. 61 patients had bone graft obtained via an unknown synthes reamer irrigator aspirator (ria) while 47 via iliac crest bone graft. Previous implants were removed when necessary. Patients were followed for a mean of 1.21 years. The following complications were reported as follows: 27 patients required blood transfusion. Blood loss averaged 683 ml. 1 patient had postoperative infection using the ria. This report is for an unknown synthes reamer irrigator aspirator (ria). This report is 1 of 1 for (B)(4).